Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] , cognitive disorders [cognitive disorders] , fatigue [fatigue] , head pain [head pain] , sleep difficulties [difficulty sleeping], weight gain [weight gain] , muscle pain [muscle pain] , joint pain [joint pain] , tendon pain [tendon pain] , neck pain [neck pain], back pain [back pain] , muscel stiffness [muscle stiffness] , asthma [asthma] , chronic bronchitis [chronic bronchitis] , cough [cough] , wheezing [wheezing] , poor blood circulation [disorder circulatory system], abdominal pain [abdominal pain] , bloating [bloating] , watery stools [stools watery] , constipation [constipation] , urinary incontinence [urinary incontinence] , menorrhagia [menorrhagia] , micturition disorders [micturition disorder] , smell disorders [smell alteration], dizziness [dizziness] , hoarse voice [hoarse voice] , throat discomfort [throat discomfort] , polydipsia [polydipsia] , excessive thirst [excessive thirst] , tongue cys [tongue cyst] , receding teeth [gum recession] , gingivitis [gingivitis] , whiteheads [whiteheads] , sight disorder [visual disturbance] , difficulty focusing [difficulty focusing eyes] , electromagnetic hypersensitivity [electromagnetic hypersensitivity] , pain similar to fibromyalgia [fibromyalgia] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 02-dec-2024. The most recent information was received on 11-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 42-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced pelvic pain (seriousness criterion medically important), cognitive disorder ("cognitive disorders"), fatigue ("fatigue"), insomnia ("sleep difficulties"), myalgia ("muscle pain"), arthralgia ("joint pain"), tendon pain ("tendon pain"), neck pain ("neck pain"), back pain ("back pain"), musculoskeletal stiffness ("muscel stiffness"), asthma ("asthma"), bronchitis chronic ("chronic bronchitis"), cough ("cough"), wheezing ("wheezing"), cardiovascular disorder ("poor blood circulation"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), diarrhoea ("watery stools"), constipation ("constipation"), urinary incontinence ("urinary incontinence"), heavy menstrual bleeding ("menorrhagia"), micturition disorder ("micturition disorders"), parosmia ("smell disorders"), dizziness ("dizziness"), dysphonia ("hoarse voice"), oropharyngeal discomfort ("throat discomfort"), polydipsia ("polydipsia"), thirst ("excessive thirst"), tongue cyst ("tongue cys"), gingival recession ("receding teeth"), gingivitis ("gingivitis"), acne ("whiteheads"), visual impairment ("sight disorder"), vision blurred ("difficulty focusing"), idiopathic environmental intolerance ("electromagnetic hypersensitivity") and fibromyalgia ("pain similar to fibromyalgia") and was found to have weight increased ("weight gain"). On unknown date she experienced headache ("head pain"). At the time of the report, the outcomes for pelvic pain, cognitive disorder, fatigue, insomnia, weight increased, myalgia, arthralgia, tendon pain, neck pain, back pain, musculoskeletal stiffness, asthma, bronchitis chronic, cough, wheezing, cardiovascular disorder, abdominal pain, abdominal distension, diarrhoea, constipation, urinary incontinence, heavy menstrual bleeding, micturition disorder, parosmia, dizziness, oropharyngeal discomfort, polydipsia, thirst, tongue cyst, gingival recession, gingivitis, acne, visual impairment, vision blurred, idiopathic environmental intolerance and fibromyalgia were unknown. No causality assessment was received for essure with regard to cognitive disorder, fatigue, headache, insomnia, pelvic pain, weight increased, myalgia, arthralgia, tendon pain, neck pain, back pain, musculoskeletal stiffness, asthma, bronchitis chronic, cough, wheezing, cardiovascular disorder, abdominal pain, abdominal distension, diarrhoea, constipation, urinary incontinence, heavy menstrual bleeding, micturition disorder, parosmia, dizziness, dysphonia, oropharyngeal discomfort, polydipsia, thirst, tongue cyst, gingival recession, gingivitis, acne, visual impairment, vision blurred, idiopathic environmental intolerance or fibromyalgia. The reporter commented: comments: in a medical for about 10 years, I have taken up the fight to find a way to get the essures removed safely as we are totally alone when it comes to getting diagnosed and treated. My life was ruined after I agreed to a process billed as revolutionary. The brochure described cutting-edge technology that works with your body to create a natural barrier to prevent pregnancy. Current condition of the patient: my condition is currently very bad, bordering on critical, I find it extremely difficult to get about, washing is very difficult, major household tasks are impossible, the pain is intense and severe with frequent peaks. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-dec-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]; cognitive disorders [cognitive disorders]; fatigue [fatigue]; head pain [head pain]; sleep difficulties [difficulty sleeping]; weight gain [weight gain]; muscle pain [muscle pain]; joint pain [joint pain]; tendon pain [tendon pain]; neck pain [neck pain]; back pain [back pain]; muscle stiffness [muscle stiffness]; asthma [asthma]; chronic bronchitis [chronic bronchitis]; cough [cough]; wheezing [wheezing]; poor blood circulation [disorder circulatory system]; abdominal pain [abdominal pain]; bloating [bloating]; watery stools [stools watery]; constipation [constipation]; urinary incontinence [urinary incontinence]; menorrhagia [menorrhagia]; micturition disorders [micturition disorder]; smell disorders [smell alteration] dizziness [dizziness]; hoarse voice [hoarse voice]; throat discomfort [throat discomfort]; polydipsia [polydipsia]; excessive thirst [excessive thirst]; tongue cys [tongue cyst]; receding teeth [gum recession]; gingivitis [gingivitis]; whiteheads [whiteheads]; sight disorder [visual disturbance]; difficulty focusing [difficulty focusing eyes]; electromagnetic hypersensitivity [electromagnetic hypersensitivity]; pain similar to fibromyalgia [fibromyalgia]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 02-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced pelvic pain (seriousness criterion medically important), cognitive disorder ("cognitive disorders"), fatigue ("fatigue"), insomnia ("sleep difficulties"), myalgia ("muscle pain"), arthralgia ("joint pain"), tendon pain ("tendon pain"), neck pain ("neck pain"), back pain ("back pain"), musculoskeletal stiffness ("muscle stiffness"), asthma ("asthma"), bronchitis chronic (" chronic bronchitis"), cough ("cough"), wheezing ("wheezing"), cardiovascular disorder ("poor blood circulation"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), diarrhoea ("watery stools"), constipation ("constipation"), urinary incontinence (" urinary incontinence"), heavy menstrual bleeding ("menorrhagia"), micturition disorder ("micturition disorders"), parosmia ("smell disorders"), dizziness ("dizziness"), dysphonia ("hoarse voice"), oropharyngeal discomfort (" throat discomfort"), polydipsia ("polydipsia"), thirst ("excessive thirst"), tongue cyst ("tongue cys"), gingival recession ("receding teeth "), gingivitis ("gingivitis"), acne ("whiteheads"), visual impairment (" sight disorder"), vision blurred ("difficulty focusing"), idiopathic environmental intolerance ("electromagnetic hypersensitivity") and fibromyalgia ("pain similar to fibromyalgia") and was found to have weight increased ("weight gain"). On unknown date she experienced headache ("head pain"). At the time of the report, the outcomes for pelvic pain, cognitive disorder, fatigue, insomnia, weight increased, myalgia, arthralgia, tendon pain, neck pain, back pain, musculoskeletal stiffness, asthma, bronchitis chronic, cough, wheezing, cardiovascular disorder, abdominal pain, abdominal distension, diarrhoea, constipation, urinary incontinence, heavy menstrual bleeding, micturition disorder, parosmia, dizziness, oropharyngeal discomfort, polydipsia, thirst, tongue cyst, gingival recession, gingivitis, acne, visual impairment, vision blurred, idiopathic environmental intolerance and fibromyalgia were unknown. No causality assessment was received for essure with regard to cognitive disorder, fatigue, headache, insomnia, pelvic pain, weight increased, myalgia, arthralgia, tendon pain, neck pain, back pain, musculoskeletal stiffness, asthma, bronchitis chronic, cough, wheezing, cardiovascular disorder, abdominal pain, abdominal distension, diarrhoea, constipation, urinary incontinence, heavy menstrual bleeding, micturition disorder, parosmia, dizziness, dysphonia, oropharyngeal discomfort, polydipsia, thirst, tongue cyst, gingival recession, gingivitis, acne, visual impairment, vision blurred, idiopathic environmental intolerance or fibromyalgia. The reporter commented: comments: in a medical for about 10 years, I have taken up the fight to find a way to get the essures removed safely as we are totally alone when it comes to getting diagnosed and treated. My life was ruined after I agreed to a process billed as revolutionary. The brochure described cutting-edge technology that works with your body to create a natural barrier to prevent pregnancy. Current condition of the patient: my condition is currently very bad, bordering on critical, I find it extremely difficult to get about, washing is very difficult, major household tasks are impossible, the pain is intense and severe with frequent peaks. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.